Event description:
A lead extraction procedure commenced to remove a model 4076 right atrial (ra) lead, a model 6935 right ventricular (rv) lead and a model 6937 rv ICD lead due to bacteremia and cied system/pocket infection. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. A spectranetics 14f glidelight laser sheath was used to begin the procedure. Lasing was attempted on each of the 3 leads, but progress stalled in the innominate region. The physician upsized to a 16f glidelight device, with successful extraction of the model 4076 ra and model 6935 rv leads. While attempting extraction of the model 6937 rv lead and working in the mid innominate region with the 16f glidelight device, the patient's blood pressure dropped. Rescue efforts began immediately, including rescue balloon, bypass and sternotomy. A superior vena cava (svc)/innominate perforation was discovered. The repair was successful, and the remaining lead was removed with traction alone. The patient survived the procedure. This report captures the 16f glidelight device in use when the svc/innominate perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
The device was discarded, thus no investigation could be completed.